Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found damaged downstream occlusion (dso) seal. The reported problem was duplicated, the dso seal was damaged. Unable to determine what caused the primary problem, could be customer damage. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device's downstream occlusion (dso) seal was damaged. The fault occurred during testing. There was no patient involvement.